Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the host pc was failing to bootup. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the there were no lights on the hdd bay of the host pc. The defective flexvision pc was returned to failure analysis and was not able to confirm the failure. Fse replaced the host pc and hard drives. After the replacement of host pc and hard drives, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host pc did not boot up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.